Manufacturer narrative:
The complaint of difficulty removing the stylet from the catheter was confirmed but the cause is unk. The products returned for eval were two tls stylets. Sample a appeared unremarkable to gross visual examination while sample b contained multiple locations of damage. Sample b was rec'd in two segments. The core wire had detached from the yellow pull tab and core wire was partially stripped out of the polyimide tubing. The polyimide tubing had broken approx 9.5" from the proximal end of the stylet. Approx 2.4" of the core wire was exposed. A 0.6" section of the polyimide tubing was seen distal of the epoxy tip. The overall length of the distal segment, including the section that had been elongated past the epoxy tip, was 30.0". Kinks and bends were noted in the wire at 10.2", 14.2", 14.5", 15.2", 25.3", 28.2", and 28.5" from the distal epoxy tip. Microscopic examination (20-60x) was conducted on both returned stylets. Flaking of the polyimide tubing was seen on both stylets as well as a cloudy and patchy veneer. Small pocks were seen in the material on both stylets. The polyimide tubing was flattened and twisted 17.6" from the distal end of the stylet sample a. Sample b contained a jagged and granular surface at the break edges of the polyimide tubing. There were three sections where the polyimide tubing had become delaminated and the surface layers broke and become crumpled. These sections were located 0.8", 8.7", and 18.6" from the distal epoxy tip. Sample b was damaged to the point that functional testing could not be completed. Therefore, all functional testing was completed on sample a. The stylet from sample a was advanced into a non-compliant catheter and the lumen was flushed to hydrate the hydrophilic coating. The catheter was then draped over two fingers, between the 5cm and 8cm depth markings, creating a partial curve in the catheter. When an attempt was made to remove the stylet from the catheter lumen, the stylet became stuck when approx 5" of the stylet was extended from the catheter hub. The "sticky section" of the stylet was extended from the catheter hub. The "sticky section" of the guidewire was between 4cm and 6cm long. The stylet, inlaid in a non-compliant 5fr d/l powerpicc catheter, was then placed into the drag and durability fixture (#(B)(4)) to simulate the tortuous path that the catheter would undergo under normal working conditions. When an attempt was made to remove the stylet, resistance was felt when approx 6.5" of the stylet was extended from the luer adaptor. The exact mechanism which made the stylet difficult to remove is unk at this time. A lot history review (lhr) of revj1016 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse placed PICC catheter. Upon x-ray verification of tip, nurse removed the stiffening stylet. The stiffening stylet broke in a location approx 4-6 in outside of the pt. The stylet was removed from the catheter in two pieces. The PICC was exchanged through an introducer r/t potential for creating holes in the old catheter with the stiffening stylet. Groshong catheters are closed-ended.